Event description:
It was reported to philips that tempus pro unit will auto shut down during usage - 3 times within 2 days. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.